Event description:
This report pertains to a utah balloon which was used on a pt. Bt - balloon tamponade catheter for postpartum uterine hemorrhage with easy fill inflation systems utah medical products (B)(4), btc-esy, lot# 1191599, exp 2024-09-17. During training, I opened the package and tried to connect the clear luer lock port to the blue stop cock and no matter what I did it would not screw on. First when I opened it on the clear luer lock part, the circular tube in it was bent to the side so I had to bend it back and it still wouldn't work. The lot number 1191599 on this device is the same lot number, reported in rm# 19-61223. The luer lock is visibly defective, however, it is difficult to photograph. FDA safety report ID# (B)(4).